Event description:
Per the clinic, the patient experienced poor performance with the device. Hardware exchange attempts were made; however, the issue could not be resolved. The device was electively explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.